Manufacturer narrative:
Device evaluated by manufacturer: as the device has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous superficial femoral artery. The 5.0x80mm wanda balloon catheter was selected to pre-dilate the lesion and was inflated 1st and 2nd at 8atm, upon the 3rd inflation the balloon ruptured at 8atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.